Event description:
It was reported that patient faced infusion set tubing was leaking at the site event on (B)(6) 2026 resulted in high blood glucose level and treated with correction injection via mdi.

Manufacturer narrative:
Initial 6 of 9. (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.